Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6) was returned for evaluation with a modular cable following the reported event of driveline power faults. A review of the log files from the event dates showed no notable alarms that would indicate an issue with the system controller, and the controller was able to support the system as intended for the duration of data reviewed. The controller returned in unremarkable physical condition. The returned system controller passed preliminary and functional testing with a test modular cable. The event modular cable was exchanged and the pump-side in line connector was cleaned, which have been addressed under the modular cable and pump investigations, respectively. The system controller was found to be not correlated with the reported event. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Tech services cleaned the pump side in-line connector and there were no driveline power faults following the cleaning. There was no problem associated with the system controller.

Event description:
It was reported the patient had a new driveline power fault alarm. Log files were submitted for review and confirmed driveline power b faults on (B)(6) 2024. The driveline data drifted enough to trigger the alarm but then returned to normal. The patient returned to the clinic on (B)(6) 2024, and their modular cable and system controller were exchanged. The periodic log file from the original controller confirmed the driveline power faults. Log files were sent post-exchange, and per technical services, the driveline power fault did not return. It was additionally communicated on 12sep2024 that the patient arrived at the emergency department on (B)(6) 2024, and log file review was requested. The log files confirmed driveline power b faults on (B)(6) 2024.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.